Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr06 ipg, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The lead had lost slack as the patient had grown. The lead was capped and replaced. No patient complications have been reported as a result of this event.